Event description:
Rec'd notice of complaint concerning above product from director of nursing. Reports that as the pt's treatment was initiated, approximately 50cc of blood leaked from the blood pump segment of the arterial line. Treatment was stopped, line changed and treatment reinitiated without further incident. This was the 8th use for this line. Upon examination, a "crack" was noticed in the pump segment. The pt was stable throughout, no report of further injury. The line was discarded. The roller pump occlusion was inspected by the chief technician and was found to be in proper working order. Medwatch filed based on blood loss.